Manufacturer narrative:
Product analysis # (B)(4), 20:13:22 cdt webmremotews interface d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: -, ubd: , UDI#: ; product ID: 9735765, serial/lot #: -, ubd: , UDI#: ; product ID: 9735823, serial/lot #: -, ubd: , UDI#: ; product ID: 9735787, serial/lot #: -, ubd: , UDI#: ; product ID: 9735764r, serial/lot #: -, ubd: , UDI#: h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G0204004 corresponds to concomitant product 9735795 that comprises the reported event. G02004 corresponds to concomitant products 9735765, 9735823 that comprises the reported event. G02027 corresponds to concomitant product 9735787 that comprises the reported event. G02007 corresponds to concomitant product 9735764r that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart was displaying "no video detected". The medtronic representative (rep) swapped out the hdmi cable with no resolution and confirmed the main monitor was set to hdmi with no effect. No patient was present. Additional information was later received. The medtronic representative (rep) called to do more troubleshooting. The rep stated that prior to calling in, she did the following steps: she took the hdmi cable see just received for the other system and plugged it in from the back of the monitor to the back of the computer. She verified the monitor was on hdmi through soft keys. She reseated the hdmi connections to the back of the monitor to the back of the computer. The rep stated that when running self-test, the monitor connection said "disabled". The site used external monitors often, and she turned off external monitor. The rep did not have another hdmi cable to test from the back of the monitor to the back of the computer on another navigation system on site. The rep had already put the hdmi she was testing with prior to calling technical services (ts) in the other system. The rep stated when plugging hdmi cable from monitor to the in/out panel hdmi connection, complaint persists. The rep stated it must have been the monitor since it was what fixed the other system. Ts requested that when parts were received not to open the monitor box but test the system with the hdmi cable first by plugging the hdmi cable from the back of the monitor on this system to the back of the computer on the other working navigation system onsite.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(6) and product ID: 9735787, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The monitor was replaced and the system performed as intended. Codes: b01, c07, d02 h2-3) the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the monitor had a high definition multimedia interface that was not functional. Codes: b01, c02, d02 h2-3) the cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2) the following product ids were returned unused and are no longer relevant to this event: product ID: 9735765 and product ID: 9736403r. H2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.